Event description:
Boston scientific crm received info that this pt has a pocket infection and is being placed on antibiotics. The physician has elected to leave the device and leads in place at this time and will be re evaluated at the pt's next follow up where the system may be removed at this time. There is no additional info related to this event available to the company at this time. If additional info becomes available this event will be updated as necessary. To date, there have been no adverse pt effects reported. Dates were provided to us by boston scientific.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.